Event description:
Caller tested 1.9 inr on the coaguchek xs system while a comparison lab returned as "2 point something" inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.